Event description:
A report was received that the patient was experiencing pocket pain so the physician decided to revise the patient. During the revision, the physician explanted the ipg and leads due to suspected infection and excessive scar tissue that damaged the leads. The symptoms included redness and the ipg had become superficial. The physician did not believe that the infection was device related and prescribed oral antibiotics to the patient. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-70, serial#: (B)(4), model description:linear lead, 70 cm with pre-loaded 0.012 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.